Manufacturer narrative:
This is the first of two reports for the same patient involving the same contact lens product with power of +7.5. Refer to 2018-79297-02 for the reported unknown lot number with power of +8.00. The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was initially reported by a male, non-healthcare professional on (B)(6) 2018 that he used alcon contact lenses and experienced eye irritation in both eyes. The consumer sought consult and was diagnosed with lesion caused by the use of contact lenses. He was treated with moxifloxacin hydrochloride and discontinued using the contact lenses for one week. He used the contact lenses again and experienced pain so he discarded them. It was further stated that the consumer's eye condition improved. Additional information has been requested but not yet received.

Manufacturer narrative:
Device evaluated by MFR.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: 2018-79297.